Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occlusion is confirmed and determined to be use related. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue on the luer connectors, extension legs, molded joint, and proximal end of the catheter. The catheter was returned in two sections and a yellowish, transparent, flaky residue was observed on the distal segment of the catheter between the 28 cm and 29 cm depth markers. Both lumens of both segments of the catheter were flushed and pressurized with a 12 ml syringe of water. Some blood residue was observed to be expelled while flushing the red lumen distal segment; however it was found to be patent to infusion and aspiration. The purple lumen of the distal segment was observed to be occluded. Both lumens of the proximal segment were found to be patent to infusion and aspiration. An attempt was made to locate the occlusion within the purple lumen of the distal segment of catheter with a thin guidewire and the occlusion appeared to be about 1 cm proximal to the distal end of the catheter segment. A microscopic observation revealed a large amount of blood residue in the distal end of the purple lumen of the distal segment. A lot history review (lhr) of rebq1884 showed no other similar product complaint(s) from this lot number.

Event description:
The sales rep reported for the facility, that a provena catheter was placed for saline hydration. It was stated that one of the lumens became clotted off, then both lumens began to leak. The clamp on one lumen cracked. The catheter was removed. No reported patient injury.